Event description:
It was reported to anchor products that the seam opened during removal of specimen from abdomen.

Manufacturer narrative:
Anchor investigation found depth variation along the product pouch seal edge. It was determined that the supplier's tooling could be made more stable through corrective actions to the seal component to minimize the seal depth variation when coming into contact with the material. This reduced flexing and warping. Supplier process validation has been initiated.